Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 29mm 7300tfx mitral valve implanted an unknown implant duration underwent valve-in-valve procedure due to failed stenosis and regurgitation. A 29mm 9755rsl transcatheter valve was implanted inside the 29mm 7300tfx without issue. The patient was transferred to recovery.

Manufacturer narrative:
Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event was determined to be due to patient related factors. The event in this case was impacted by the progression of the patient's underlying valvular disease pathology with structural valve deterioration combined with the patient's other underlying risk factors, including the patient's history of hyperlipidemia and type ii diabetes mellitus. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
It was reported a patient with a 29mm 7300tfx mitral valve implanted five (5) years, two (2) months, underwent valve-in-valve procedure due to severe mitral stenosis secondary to leaflets thickening. The patient presented with exertional dyspnea and fatigue. A 29mm 9755rsl transcatheter valve was implanted inside the 29mm 7300tfx without issue. The patient was transferred to recovery. Per medical records, patient presented with exertional dyspnea and heart failure symptoms and was found to have severe mitral stenosis. Tte and tee, demonstrated thickening of the bioprosthetic mitral valve leaflets with fusion of the medial and lateral commissures, and elevated trans-mitral valvular gradient (11.3 mmhg at heart rate 75 bpm). Tmvr was performed with a 29mm 9755rsl transcatheter valve. The patient tolerated the procedure well without complications. The patient was transferred to the pacu hemodynamically stable condition.